Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote monitoring, noise resulting in oversensing and automatic mode switch episodes were observed on the right atrial (ra) lead. No intervention was performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information received indicated the lead was capped and replaced during an unrelated procedure to resolve the event. The patient was in stable condition.